Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. Upon eval the monitor's electrode belt connector was deformed on the monitor case, preventing the monitor from connecting to an electrode belt. The root cause for the damaged connector could not be positively identified, but the damage likely resulted from physical abuse. No adverse event resulted from the defective monitor. The last pt to use this monitor did not report any deficiencies.

Event description:
A review of service data detected a reportable problem. During servicing, the electrode belt receptacle on monitor sn (B)(4) was deformed on the monitor case. The last pt to use this monitor did not report any deficiencies.